Manufacturer narrative:
The device was in use for treatment. One 6f unshrouded temporary bipolar pacing lead was received back from the customer with no other accessories. The red cap housing was detached from the red lumen and was returned for analysis. There was approximately 5 cm of bare wire protruding from the red lumen approximately 6 cm from the proximal end of the lumen. The electrical reading from black pin to tip was within spec at 13.8 ohms, but an electrical reading could not be obtained from the red pin to hull when tested with a multimeter. A review of the device history records identified no manufacturing rejects or anomalies of the same nature, as the reported event. The 6f temporary bipolar pacing lead passed all in-process and qa final inspection steps before shipping to the customer including electrical, dimensional and visual inspection returned device analysis reveals one 6f temporary bipolar pacing lead that incurred extensive physical damage in the field. The distal end of the wire was visually confirmed that it was connected to the tip. A resistance test was performed on both red and black connectors with the black connector pin to tip reading within spec at 13.8 ohms and the red connector to hull reading indicating an open loop (no value). The tb leads are inspected 100% visually and tested for electrical continuity by qa before shipping to the customer. Due to the condition in which this lead was received back from the customer, it is believed this lead was subjected to stresses beyond its capabilities during use out in the field.

Event description:
The customer reported that this temporary lead was inserted via the right femoral vein and connected to an external generator. Upon changing the patient's position, the physician noted that the device was not functioning properly. The physician then observed that the positive lead wire was broken. This breakage required the temporary lead to be replaced.